Manufacturer narrative:
Per tandem's user guide: "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 552 mg/dl. Reportedly, the customer disconnected at the t:lock. Tandem technical support educated the customer to never disconnect at the t:lock. Customer delivered a blous to address bg level, and the infusion set was changed to address the issue.